Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device explanted but is not available.

Manufacturer narrative:
The device was explanted but was not provided for purposes of this investigation. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: no medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to an aortic neck diameter greater than 32 mm. Cautionary product use conditions that might have contributed to this event included: thrombus and calcifications at the aortic neck; moderate-severe calcifications at the bifurcation and iliacs, multiple patent lumbar arteries; patent inferior mesenteric artery; and, tortuous iliac arteries. Due to lack of information, none of the following reported events could be confirmed: a complication of hypotension and internal bleeding from an unidentified source; explant; blood resuscitation; unsuccessful open conversion; and, eventual death. The perforation could also not be confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.

Event description:
It was reported that during the initial procedure the patient received a bifurcated device and a suprarenal aortic extension. The physician placed both devices without issue and the patient's post angio looked great. The patient was then extubated and the patient's blood pressure dropped and he became hypotensive. The patient received a unit of blood however his blood pressure still remained low. The physician elected to open the abdominal cavity and saw internal bleeding but could not determine where the bleeding was coming from. The physician explanted the devices and tried to sew in a surgical graft but was unable to stitch it because the aorta was so diseased. The patient was given 22 units of blood but expired on the operating table.